Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm vessel sealer extend became stuck and some kind of message appeared. Error 22025 was identified, and the intuitive surgical, inc. (Isi) technical support engineer (tse) requested the item be returned as defective and instructed the user to use a new forceps. The procedure was completing as planned with no reported injury.